Event description:
The pt experienced a loss of therapeutic effect resulting in increased tightness and agitation. Exploratory surgery was done. When the catheter was disconnected from the pump, free flow of csf was seen by the hlth care professional (hcp). The hcp decided to replace the connector. The pt then began receiving good therapy again. The pump was used to deliver lioresal.